Event description:
It was reported that the patient presented to the hospital with an inflatable penile prosthesis (ipp) that was not functioning properly. Upon explant, a crack was found in the left cylinder connecting tube. The pump of the ipp was explanted and replaced. There were no patient complications reported.

Event description:
It was reported that the patient presented to the hospital with an inflatable penile prosthesis (ipp) that was not functioning properly. Upon explant, a crack was found in the left cylinder connecting tube. The pump of the ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump was visually inspected, microscopically examined, and functionally tested. There were no leaks found with the pump, but the tubing had been cut down to the pump block and was unavailable for analysis. The pump did pass the functional testing performed. Based on the information available and analysis results, the product allegations were unable to be confirmed; therefore, the conclusion of cause not established was chosen.